Event description:
Eclipse ivcf previously fractures with leg migrating to heart, pericardial tamponade requiring surgical decompression. Fragment removed from pericardium at that time per pt. I do not know if this was reported at that time ((B)(6) 2018). Two unsuccessful attempts were made at removal in 2012 due to tip embedding. Filter was removed today with forceps. FDA safety report ID # (B)(4).